Manufacturer narrative:
Eval result: brake cam.

Event description:
It was reported by svc report that the brakes were not holding. In addition the top rail was broken presenting sharp edges at the pt foot end. No pt involvement or adverse consequences are reported.